Event description:
Patient presented to the physician with persistent ongoing tongue weakness and tongue deviation to the right. Physician examined the patient and noted a permanent nerve injury. Patient requested system removal since there were no improvements. Physician brought the patient into the or and removed the entire inspire system.